Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents tested within specification. The pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump after battery change did not turn on. Customer stated that he changed few batteries and even battery cap. Customer reported that before the issue he needed to change the battery every 2-3 days. Customer bought new battery cap. Customer's blood glucose was 144 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).